Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, g4, g7, h2, h3, h4, h6, h10. A product review of the a.t.s. 4000ts serial number n/a was not conducted due to the product not being returned. Repair of the device was not performed because the product was not returned. Lot/serial identification is necessary for review of device history records, and lot and serial identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : not returned by customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the right arm tourniquet was inflated at 1240 and deflated at 1305. At 1416, the tourniquet was noted to be inflated to 250 mm/hg. The tourniquet was not inflated by any team member, but had been inflated for 17 minutes. The tourniquet was removed and taken out of service.